Event description:
Fax received from reporter stating "solution set had several slits in the tubing that were not seen until placed in the patient. Slits were approximately 0.5 cm to 1 cm in length. Management with incident report." It was reported that there was one occurrence of this happening. It was not specified when leakage occurred or what solution was involved. It was reported that there was no adverse patient reaction as a result of this.